Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene mesh, involved caused and/or contributed to the adverse events described in the article, specifically: mesh erosion, and distal rectocele, reoperation, perforating vaginal suture, removal? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene mesh?

Event description:
It was reported in a journal article that the patient underwent a robot-assisted sacrocolporectopexy procedure on unknown date and the mesh was implanted distally to the ventral aspect of the rectum and proximally to the sacral promontory. For surgical technique, a ventral mesh rectopexy according to d¿hoore and penninckx was performed. Following the procedure, the patient possibly experienced mesh complication such as mesh erosion to the posterior wall of the vagina and a partial resection of the mesh was performed. It was also possible that the patient developed distal rectocele from the mesh with obstructed defecation and this was resolved after a transanal mucosectomy and plication. Additional information has been requested.